Manufacturer narrative:
Rec¿d report date. MFR rec¿d date. The support service technician performed an evaluation on the unit and confirmed the reported problem. The support service technician replaced the touchscreen to resolved the issue. No other abnormalities were confirmed after performing preventive maintenance. The unit was checked overall and passed the functional and run in tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support (ts) stating that unit has touchscreen failure. The customer reported there was no patient involvement.